Manufacturer narrative:
Initial reporter called in to manufacturer's service hotline for technical support. System issue resolved over the phone. Several attempts made to gather patient information. Follow-up report will be submitted if / when this information is received. Phone tech support.

Event description:
Started regular, until pretest. Upon pretest, system went through thaw cycle, engaged in freeze cycle but argon was not emitted. Checked tanks and they were full, checked line and it was full. Called tech support, walked through activation of argon, optical wire was loose. Wiggled optical wire and argon began to work. Patient on the table, 60 minute delay.

Manufacturer narrative:
No patient information received. System issue, loose connection to argon supply valve, determined and corrected during phone support. No indication from customer as to cause of loose connection. Contact with customer shows there have been no further issues with this equipment.